Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an incorrect electrode placement during initial surgery the patient was reimplanted with another cochlear device during the same surgery.